Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for similar complaints was performed for aia-900, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The st aia-pack 27.29 analyte summary manual under page 10 states the following: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Specimen collection and handling samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25°c) and mix gently. The most likely cause of the reported event was due to degraded api survey samples.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed the 27.29 analyte on the aia-900 instrument. Quality controls were within acceptable range on the day of the proficiency testing. The customer reported that api survey samples were received on (B)(6) 2017 and ran on (B)(6) 2017.sample, result, expected range:(B)(4).the customer reported that api was run for multiple assays and all passed, except for 27.29. The customer ordered a new set of api survey samples to run immediately upon arrival. The tosoh technical support specialist suggested to the customer to run precision on qc for 27.29 with a non-dilution assay. On (B)(6) 2017 the customer reported that new api survey samples were run on the aia-900 with passing results.sample, result, expected range:(B)(4).